Manufacturer narrative:
(B)(4). Attempts have been made and additional information on the reported event is unavailable at this time. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: nexgen femoral item # unknown lot # unknown, nexgen bearings item # unknown lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00744, 0001822565-2019-00746. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left knee arthroplasty on an unknown date; subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps flex porous femoral component, item # 00596201551 lot # 62086782, nexgen complete knee solution trabecular metal standard primary patella, item # 00587806532 lot # 62109087, molded lps flex nexgenarticular surface, item # 00596403214 lot # 61725167. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient tore the medial cruciate ligament (mcl). No revision procedure has been reported to date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by report of patient tore their mcl which led to considerations for a revision surgery. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. The root cause of the reported issue is attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.